Manufacturer narrative:
(B)(4)- battery. No, battery was disposed - not returned to manufacturer. (B)(4) - battery. No, battery was disposed - not returned to manufacturer. (B)(4) - battery. No, battery was disposed - not returned to manufacturer. (B)(4) - battery. No, battery was disposed - not returned to manufacturer. (B)(4) - battery. No, battery was disposed - not returned to manufacturer. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. It was reported that the patient was experiencing power switching events. Six batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release.  The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4).the most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address communication errors.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Additional devices: bat303023 - battery / catalog number 1650 / expiration date: 08/31/2016. UDI #: unknown. (B)(4). Bat303059 - battery / catalog number 1650 / expiration date: 08/31/2016. UDI #: unknown. (B)(4). Bat303668 - battery / catalog number 1650 / expiration date: 09/30/2016. UDI #: unknown. (B)(4). Bat303096 - battery / catalog number 1650 / expiration date: 08/31/2016. UDI #: unknown. (B)(4). Bat302820 - battery / catalog number 1650 / expiration date: 08/31/2016. UDI #: unknown. (B)(4). Battery was disposed.

Event description:
It was reported that the patient complained about power switching. All batteries suspected to be involved in the switching incident were exchanged. There were no patient consequences associated with the event. No further information was provided.